Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue injury. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The transseptal puncture was low 3.9mm. Imaging was challenging at first, echo was adjusted and there were no more imaging difficulties. The mitraclip delivery system (cds) as advanced, the a/p knob was used to gain height, and the cds was advanced to the mitral valve without issue. Grasping was performed; however, the anterior leaflet did not remain captured. The decision was made to not implant the clip due to the grasping issue. When retracting the cds, the clip got caught on chordae. Standard trouble shooting was performed, and the clip was freed. Two clips were implanted, reducing mr to 1. After removal of the first clip, chordae was observed wrapped on the gripper. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaint reported from this lot. Based on available information, a cause for the reported leaflet capture issue could not be determined. The reported difficult to remove from anatomy appear to be due to procedural circumstances. The reported tissue injury appear to be a result of procedural circumstances. However, the reported patient effect of tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.